Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering a basal due to an air bubbles anomaly. The customer stated that all basal rates were correct upon review. The customer's blood glucose was 220 mg/dl. She stated that she did not know why her blood glucose was so high and that it seemed as though the reservoir was not moving. She observed many air bubbles in the tubing that were about a half-inch thick in size. She was advised to disconnect at the quick release and to deliver a 5.0 unit fixed prime until the bubbles were no long visible. She noted that the insulin had not been stored at room temperature and was advised that this could cause air bubbles in the reservoir. She was able to prime the bubbles out during troubleshoot.